Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported entanglement and displaced electrodes could not be conclusively determined.

Event description:
During the procedure, the ablation catheter and the mapping catheter were entangled and the distal electrodes of the mapping catheter were displaced. The mapping catheter was able to be replaced and the procedure was completed with no adverse consequences to the patient.